Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported pt with undercorrection of the right eye at lasik post-operative visit. Pt with complaints of 'blurry vision at distance.' Add'l info has been requested.